Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient prior to gastric bypass surgery as a prophylactic measure. At some time post filter deployment, it was alleged that the filter detached, strut perforated, obstruction of flow was observed, difficult to retrieve and the patient was diagnosed to have pulmonary embolism, thrombosis, and extravasation of contrast into retroperitoneum. The device was removed after an unsuccessful attempts. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately sixteen years and three months of post deployment, computed tomography angiography of the abdomen and pelvis with bilateral lower extremity runoff was performed for the patient with left leg pain which showed simon nitinol filter in place, and one of the filter struts was fractured with the fractured fragment in extraluminal position in the right paracaval retroperitoneal fat. On the same date, computed tomography angiography of chest was performed for the patient for suspected pulmonary embolism, which demonstrated no pulmonary embolus or other acute abnormality in the chest. After, two days, intravascular ultrasonography of inferior vena cava showed that inferior vena cava above the filter was widely patent. Around, one week later, left lower extremity venous ultrasound study was performed which indicated thrombosis from the level of the filter through the proximal popliteal vein. On the same date, thrombectomy study was performed last week was reviewed, which showed there was occlusive thrombus particularly in the left iliofemoral system with chronic narrowing within the inferior vena cava through simon nitinol filter. After, two days, venogram extremity unilateral study was performed for the patient with thrombosis of vein which indicated that the inferior vena cava is partially patent with chronic change noted and flow along the side of the simon nitinol filter into the suprarenal, patent. Successful crossing of the occlusive disease was noted. Following jeti suction thrombectomy throughout the system, restoration of flow was present with residual thrombus particularly noted in the common femoral and iliac veins. Again, irregularity and filling defects were present which appeared to be chronic disease particularly within the filter. Around, one week later, computed tomography angiography of chest was performed for the evaluation of pulmonary embolism and for clinical indication of right rib pain post left deep vein thrombosis removal, which indicated subsegmental nonocclusive embolus noted within the left upper lobe apicoposterior segment. Around, eight months and two weeks later, the patient was scheduled for filter retrieval. Under ultrasound guidance with recording, a 21-gauge micropuncture was placed into the right internal jugular vein and over a wire, the exchange dilator placed. A wire was then negotiated through the right atrium into the inferior vena cava and over a wire, serial dilatation was performed prior to placement of a 16 french sheath into the caudal inferior vena cava. Coaxially, a 5- french motarjamie catheter was placed into the caudal inferior vena cava where venography was performed. Due to lack of inferior vena cava thrombus, removal of filter was proceeded. Using the loop snare technique, the lower apex of the filter was successfully engaged while advancing the sheath over the filter limbs that partially collapsed. However, the filter would not release from the wall. Therefore, coaxially and side-by-side to the loop wire, the endobronchial forceps were used to engage the apex of the filter while advancing the sheath over the filter limbs that again partially collapsed. However, the filter would not release. To obtain better ability to sheath the upper apex of the filter, a second loop snare was used to engage the upper apex of the filter, was successfully snared and removed from the sheath for loop, through and through loop access. Using the superior and inferior loops, the filter was successfully engaged of the upper apex and retrieved in its entirety. Post removal venography showed extravasation of contrast into retroperitoneum. Inferior vena cava tear during simon nitinol filter retrieval has been reported as a complication of this procedure. Findings of this study indicated that venography demonstrated extravasation of contrast from the inferior vena cava confirming tear. Therefore, the investigation is confirmed for the alleged filter limb detachment, perforation of the inferior vena cava(ivc), obstruction of flow, and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.